Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed shows random, intermittent, unpredictable behavior, consistent with a device malfunction. Device replacement was recommended. This implantable cardioverter defibrillator (ICD) was explanted, and a new ICD of the same model was placed. No additional adverse patient effects were reported.